Manufacturer narrative:
B3: date of event: use first date of the month since exact date of event was not provided.

Event description:
It was reported that the stent moved on the balloon. A 4.00 x 28mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noted the stent looked mangled and was partially off the shaft when it was removed from the hoop. The stent was put aside, and a replacement stent was used to complete the procedure successfully. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.00 x 28mm stent delivery system (sds) was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Examination of the crimped stent via scope found evidence of stent damage with the struts pulled from the mid-section towards the bumper distal tip. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. B3: date of event: use first date of the month since exact date of event was not provided.

Event description:
It was reported that the stent moved on the balloon. A 4.00 x 28mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noted the stent looked mangled and was partially off the shaft when it was removed from the hoop. The stent was put aside, and a replacement stent was used to complete the procedure successfully. There were no patient complications reported.